Manufacturer narrative:
The manufacturer received the device for investigation on february 15, 2017. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a positioning guide, lateral, 20 was used in a surgery on (B)(6) 2017. The alignment guide broke during surgery, no harm to patient. Another alignment guide was used and the case was completed without a problem

Manufacturer narrative:
Trend analysis: a trend is identified (3 similar events within 1 month for the same item number). Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the alignment guide broke during surgery and another alignment guide was used and the case was completed without a problem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the returned lateral position guide shows some scratches and signs of use. The vertical pin of the lateral position guide is broken off at the welding location and was not returned for investigation. Root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, the visual examination did not show any corrosion. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r. Staff unfamiliar with instrument usage and handling => possible, it is possible that the surgeon or o.r. Staff was unfamiliar with instrument usage and handling. Conclusion summary: the vertical pin of the lateral position guide is broken off at the welding location and was not returned for investigation. If the instrument is used correctly, no force is applied on the vertical pin. It is possible that an high force was applied on the instrument. However, an exact root cause could not be determined. (B)(4).